Event description:
Port-a-cath was noted to be separeated from the tubing on 2/4/98 via a left upper extremity venogram prior to admission to the hosp. Admitted to facility on 2/11/98 for removal of the port-a-cath. The port-a-cath was successfully removed in the o.r. The pt was transferred to the radiology department for removal of the tubing utilizing c-arm fluoroscopy. The tubing was not able to be retrieved due to the location of the tubing. The pt was transferred to another acute care facility for removal of the port-a-cath tubing utilizing radiology equipement that was not available at reporting facility.